Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, scratched lens, and liquid in the lcd display. Event history log review was not applicable. Functional testing was able to replicate the reported issue; found defective dso sensor. The root cause of the reported issue was determined to be liquid in the lcd display and scratched lens. The lcd display and lens were replaced as well as the dso seal and dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device screen was out of service. There was no patient involvement. Evaluation of the returned device revealed a defective downstream occlusion (dso) sensor and damaged dso seal.